Event description:
Hospital advised that 1000 cc of saline was set up to infuse at a rate of 75cc/hr at 0140 hours in the e.r. The nurse indicated the infusion should have finished at 13:50 but the bag was empty at 07:50, which was 6 hours early. When biomedical engineering received the pump the settings were as follows: channel a: rate: 160cc/hr, vtbi: 282cc, vi: 17.38. Channel b: rate: 100cc/hr, vtbi: unknown. No further information was available.